Event description:
Subsequently, boston scientific received information that this lead was received at boston scientific's return products department in (B)(4) 2012.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Visual inspection of a complete lead identified an induced cut and electrocautery damage (melting) of the outer insulation. The lead was put through and passed electrical continuity and insulation integrity testing. The reported clinical observations could not be confirmed and the damage to the returned lead was concluded to be induced at the time of the explant procedure.

Event description:
Boston scientific received information in (B)(6) 2008 that this local representative contacted boston scientific's technical services to report that this left ventricular (lv) lead was exhibiting diaphragmatic stimulation. Despite reprogramming the lv pacing output, the diaphragmatic stimulation issue could not be resolved. Technical services discussed other reprogramming options. The lv lead was programmed off and the issue was resolved. The patient was scheduled for a chest xray and the local representative planned to discuss this matter further with the physician. Boston scientific received information from the local representative that the physician did not request a chest xray and the patient was referred for a possible lead revision procedure. Subsequently, boston scientific received information in (B)(6) 2011 that this lv lead dislodged when the patient underwent open heart surgery. The patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2011. The chronic lv lead was explanted and multiple lv leads were attempted. Each lv lead attempt resulted in diaphragmatic stimulation. The attempt to implant an a transvenous endocardial lv lead was abandoned and the patient was scheduled for an epicardial lv lead procedure in the near future.